Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the implantable cardioverter defibrillator (ICD) "went off" and then it was "making sounds." Follow up with the patient's physician was attempted and no response was received after multiple attempts. The device remains in use. No further patient complications have been reported as a result of this event.